Event description:
It was reported that the patient received an inappropriate shock due to supra ventricular tachycardia (svt) and t-wave oversensing (twos). The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Follow-up conducted revealed that the shock the patient received was due to svt (supraventricular tachycardia) and there were no known patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 3830 implantable pacing lead 2009 (B)(6).